Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis was normal. No anomalies were found.

Event description:
It was reported that the lead exhibited low impedance during implant. The lead was not used.